Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced stent thrombosis and myocardial infarction requiring intervention. In (B)(6) 2010, the patient was diagnosed with non q wave no st elevation myocardial infarction (killip classification: I) and cardiac catheterization was recommended. The target lesion was a de novo located in the mid segment of saphenous vein graft (svg) to 1st obtuse marginal (om). The lesion was 100% stenosed, 2.5mm in diameter and 8mm long. The lesion was treated with predilation and placement of a 2.5x20mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and prasugrel. In (B)(6) 2012, the patient was diagnosed with non-q wave myocardial infarction. Stent thrombosis was noted and the patient was hospitalized on the same day. Cardiac catheterization was recommended. Cardiac enzymes were noted to be elevated consistent with the protocol definition of myocardial infarction. Electrocardiogram (ECG) shows some minor st abnormality, specifically lead v3 shows an st segment depression. Also, before about 15 mm with up sloping st depression in lead ii and a flat st segment in leads iii and a vf. A comparison ECG a few hours later showed resolution of the st segment depressions. The 100% total occlusion of the study stent in the mid portion of the svg to 1st om was treated with balloon angioplasty and atherectomy with 0% residual stenosis. The events (stent thrombosis of the om graft artery and non - q myocardial infarction) was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).